Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter alleged that occlusion occurred with more than one set of supplies. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple occlusion alarms due to a high force. A prime sequence and 24 hour duration test were successfully performed with no duplicated occlusion alarms. The force sensor calibration measured within specifications.